Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was 440 mg/dl at the time of the incident. No symptoms were reported with the high blood glucose. The high blood glucose was treated via manual injection. The customer reported insulin was squirting out during priming troubleshooting was provided. The insulin pump will be returned for analysis. Frn-reservoir.

Manufacturer narrative:
The insulin pump passed the displacement test however, pump alarmed compromised forced sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, and excessive no delivery test or verify prime/fill anomaly due to compromised forced sensor system alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.